Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. No repair information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure during a case that caused loss of mechanical ventilation. The unit was replaced and case completed. There was no patient injury.